Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured. The procedure was completed with no patient complications reported.